Manufacturer narrative:
The main component of the system and other applicable components are: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that until (B)(6) of 2017, "group usage" had been displayed while performing telemetry. Telemetry was performed 2 months later and, after that, "group usage" was not displayed and inside of the frame was blank. Environmental/external/patient factors that may have led or contributed to the issue were unknown. It was noted surgical intervention was planned. Additional information received from a manufacturing representative (rep) and confirmed by an hcp indicated the cause of the problem was not known. It was unknown if there was an alleged issue with the ins. The type of surgical intervention planned was undecided. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a rep indicated no surgical intervention had been reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.